Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Cts advised customer to continue using pump and to call back if malfunction returned, and then closed case after adding information to customer records.